Event description:
Reporter indicated a vns pt's generator was unable to be interrogated with two different programming systems. The pt is implanted with a model 103 generator, which will always reserve enough capacity to be able to be interrogated. The pt was to follow up again with the reporter. The last known settings per manufacturer programming records are 1.75ma/20hz/250pw/30 sec on/0.8 min off/5.5 years remaining on (B)(6) 2010. Attempts for further info are in progress.